Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, an opening, a 40-millimeter dark patch edge material inside the gel of the device, and the device was found to be underweight. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as a surgical impact break, and a smooth opening on the anterior side. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp edge opening with non-penetrating nicks due to a surgical impact, non-penetrating nicks, and a smooth opening on the anterior side.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.